Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a missing end cap sticker.

Event description:
Customer reported that the insulin pump is not responding to her commands. Customer stated that she received an alarm and is unable to clear it due to the unresponsive keypad. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.